Manufacturer narrative:
Updated: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3148 with lot 6214932, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected, cut marks on the siphon guard were noted and needle hole in the needle chamber was noted. The valve failed the test for programming. The valve could not leak tested, flushed tested, reflux tested as the siphon guard was broken. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the motor and on the seat of the ruby ball. Root cause analysis - the root cause for the programming and occlusion issues are due to biological debris and protein build up interfering with the valve.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2022, with unknown setting due to astrocytoma and congenital hydrocephalus. Due to suspicion of shunt dysfunction, the valve was removed and replaced on (B)(6) 2024. According to information provided, it is unknown if the patient experienced any signs and symptoms due to device issue. Details of valve malfunction were not provided.